Manufacturer narrative:
Manufacturing batch record review did not reveal any failures of acceptance criteria. Alere (B)(4) was unable to determine the exact root cause of the reported issue. The results obtained may possibly be related to the patient sample. The sample may have contained specific substances which may have affected the results. A review of the complaints reported for this phenomenon related to lot number 170123 showed that the complaint rate is 0.010%. Evidence available does not indicate that this device lot is performing outside of label claims.

Event description:
Customer reported (B)(6) test results with two serum samples from the same patient using the alere determine hiv-1/2 ag/ab combo. All tests were from the same lot. The date of testing was not provided by the customer but is estimated as (B)(6) 2017 or earlier. Patient was in l and d at the time of testing. Both mother and infant received prophylactic therapy as a result of the alere test. There were no adverse patient outcomes reported.